Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited oversensing noise resulting in pacing inhibition. Lead revision was suggested, no changes or interventions were reported. There were no patient consequences.